Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing separated at the distal end of the tubing where it meets the hard plastic device that screws on to the clave or caps of the patient's vascular access device. The IV continued to infuse and caused a leak while not connected to the patient and leaving the patient's vascular access site open to air. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the partial set received was a smartsite component with its vinyl tubing being completely separated from the male luer. Functional testing was not performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause that the tubing separated was a manufacturing issue due to no solvent being applied at the junction of the pvc tubing during the manufacturing process.